Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The damaged sensor board was identified during visual inspection. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found the sensor board damaged. No additional information is available.